Event description:
The nurse states that the jejunal feeding tube's shaft had come apart from the dual port. The jejunal tube had been inserted through a percutaneous endoscopic feeding tube and had been in place about two weeks. Upon endoscopic examination athe shaft was found partially into the small bowel with the remainder portion loose in the stomach. The tube was removed endoscopicaally using a snare. No further cmplication were reported. The jejunal tube was not replaced.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.